Event description:
As reported by the (B)(4) study the patient experienced a peri procedural myocardial infarction (mi). The patient is a (B)(6) woman with a history of dyslipidemia, hypertension, pad, stroke, tia, diabetes, and smoking who presented with a positive ischemia study, braunwald class ib angina, and an 80% stenosis in the proximal circumflex (cx). On (B)(6) 2010, the patient underwent the index procedure with pre-stent balloon angioplasty and placement of one cypher (cxs18275/ lot 15095736) study stent in the proximal cx. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. The patient was discharged the next day on dual antiplatelet therapy. The cec adjudication committee reviewed the procedural information and agreed that the patient had suffered a peri-procedural myocardial infarction related to the study stent and procedure.

Manufacturer narrative:
As reported by the (B)(4) study the patient experienced a peri procedural myocardial infarction (mi). The patient is a (B)(6) woman with a history of dyslipidemia, hypertension, pad, stroke, tia, diabetes, and smoking who presented with a positive ischemia study, braunwald class ib angina, and an 80% stenosis in the proximal circumflex (cx). On (B)(6) 2010, the patient underwent the index procedure with pre-stent balloon angioplasty and placement of one cypher ((B)(4)/ lot 15095736) study stent in the proximal cx. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. Pre-procedure, on (B)(6) 2010 at 11:42, the ck was 96 (nl 215, ratio <1), the ckmb was 1.9 (nl 5.9, ratio <1) and the troponin I was 0.01 (nl 0.05, ratio <1) post-procedure, on (B)(6) 2010 at 20:24, the ck was 72 (ratio <1), the ckmb was 1.9 (ratio <1) and the troponin I was 0.01 (ratio <1). On (B)(6) 2010 at 07:47, the ck was 97 (ratio <1), the ckmb was 3.8 (ratio <1) and the troponin I was 0.16 (ratio 3.20). The patient was discharged the next day on dual antiplatelet therapy. The cec adjudication committee reviewed the procedural information and agreed that the patient had suffered a peri-procedural myocardial infarction related to the study stent and procedure. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.